Event description:
The account alleged, the bed has no functions working due to the c10 capacitor shorting on the power control module.

Manufacturer narrative:
The account replaced the power control module to repair the bed.